Event description:
Consumer reports getting readings that are not consistent with how they feel. When they compare against their other meter (competitive), they feel those readings are more accurate. Analysis run on clark error grid using competitive reading (32) as reference point vs. Bd readings (70) yielded some data points in the d range of the grid, outside acceptable limits.